Manufacturer narrative:
UDI: not available since lot number was not provided. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during removal of a vena cava filter, a separation occurred when manipulating the gunther tulip vena cava filter retrieval snare. The 11fr (french) blue sheath and the 9fr (french) grey sheath kept ¿unscrewing¿ at the luer lock assembly". No vessel anomaly (scarring, tortuosity or calcification) was reported. Although requested, lot number and patient information have not been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the dimensional verification, complaint history, instructions for use (IFU), manufactures instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the white hub had separated from the blue sheath, but the sheath flaring was found a in line with specification. A test fitting was attached to the complaint sheath and properly tightened and even by a reasonable amount of force the sheath could not be pulled out of the hub. Two fittings were compared, and it was confirmed that they were equally tightened. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, an IFU is provided with the device, which states ¿the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques¿excessive force should not be used to retrieve the filter. Moreover, a review of the manufactures instructions and quality control procedures was completed, and no gaps were found. Based on the information provided, the results of the comparison test, and no product returned a definitive root cause could be traced to the user and unintended use error. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.